Manufacturer narrative:
Product analysis the device was returned with the balloon in a pre-inflated state. The balloon was pressurised with a 20ml water filled syringe and a hole was discovered on the balloon approximately 78mm to 85mm from the balloon bond medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use two admiral xtreme balloons to treat a plaque lesion in the mid superficial femoral artery. Degree of tortuosity was none. Degree of calcification was little. Lesion stenosis was 80%. Embolic protection was not used. A mai rui tong pressure pump was used. Devices were prepped per IFU with no issues. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used. Balloon deflation difficulties occurred. Devices were slow to deflate at the lesion site and device reported. Second balloon, a catheter burst/leak occurred during balloon inflation at 6atms. All fragments of the balloon retrieved. Device replaced with a balloon of same model, and the surgery was successfully completed. No patient injury reported.